Event description:
Patient was revised to address loosening of the tibial component resulting from osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported device loosening. Provided information suggest osteolysis was a contributing factor. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.